Event description:
See also manufacturer report 3007566237201000024. The patient developed an infection in the "tubing" of the system following an unspecified pump revision in 2009. The pump was removed. The patient started out in 2007 on a combination of dilaudid and prialt was up-titrated. As of two weeks after revision, the prialt was at 7.5 mcg/day and the dilaudid was gone. Details of the treatment for the infection were not provided. Further information is being requested at this time.